Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. This complaint is confirmed. The screwdriver was received at customer quality (cq) in two pieces. The device sheared in half where the shaft transitions to the laser cut links. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. The returned 5 mm hex flexible screwdriver is a reusable instrument available for use in the trochanteric fixation nail advanced (tfna) proximal femoral nailing system for intramedullary fixation of proximal femoral fractures per technique guide. The device is used to verify/attain the appropriate position of the nail's internal locking mechanism. A visual inspection under 5x magnification, dimensional inspection of features related to this complaint, and drawing review were performed as part of this investigation. Visual inspection: the device sheared in half where the shaft transitions to laser cut links. The break occurred at the most proximal of the 23 windings. Dimensional inspection of features related to this complaint: the outside diameter of the flexible shaft near location of breakage measured 7.994 mm (micrometers om521) at cq which is within specification of 7.8 mm - 8.2 mm per flexible shaft component drawing. The inside diameter of the flexible shaft near location of breakage measured 4.01 mm (best fit gauge pin gp32) at cq which is within specification of 3.9 mm- 4.1 mm per flexible shaft component drawing. Drawing review: screwdriver assembly drawing and flexible shaft component drawing were reviewed during this investigation. No product design issues or discrepancies were observed. Unable to determine root cause. Most likely due to bending the flexible screwdriver beyond its limit. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: patient age, dob & weight not provided for reporting. Device is an instrument and is not implanted/explanted. Concomitant device: 11mm/130 deg ti cannulated tfna 400mm/left- sterile ( item # 04.037.161s, lot # unknown, quantity 1 ea). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4); manufacturing date: 07.jul.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2017 the 5mm hex flexible screwdriver broke. Patient underwent an initial intertrochanteric hip fracture surgery. When attempting to lock the set screw of the titanium (ti) cannulated trochanteric fixation nail advanced (tfna), the top of the coil shaft, where it goes into the screwdriver handle broke. The device broke into two pieces. All fragments were easily retrieved. Standard x-rays taken confirmed no fragments retained. X-rays are not available for review. The set screw was successfully locked using a backup screwdriver. A five minute surgical delay was noted due to getting the shaft out of the patient and obtaining a backup. Procedure was successfully completed without requiring medical intervention. Patient status/outcome was reported as stable. The device has been in use for approximately eight to twelve months. This report is for 1 device concomitant device: 11mm/130 deg ti cannulated tfna 400mm/left- sterile ( item # 04.037.161s, lot # unknown, quantity 1 ea). This report is 1 of 1 for (B)(4).